Event description:
It was reported that the pt experienced withdrawal, return of symptoms and itchiness. This occurred just prior to a refill and continued for several days after the refill. There was a feeling that the 'pump is not delivering meds as the pt is not getting pain relief like before; additional pain was felt around the pump. Oral medication was prescribed without relief. Additional info has been requested, a follow-up report will be sent if additional info is available.

Manufacturer narrative:
(B) (4).